Manufacturer narrative:
Initial and final MDR (B)(4). - MDR 3003442380-2024-08111 - device 2 of 7.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 05-apr-2024, it was reported that the infusion set patch did not stick to skin upon insertion and fell off during use for 3 to 4 hours. The patient replaced infusion set and resumed insulin successfully. No further information available.